Manufacturer narrative:
Internal insulation abrasion was noted at 1.0cm from the distal tip. The inner coil was exposed at this location, consistent with the field observations of low pacing lead impedance and unacceptable threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported the lead was observed to have low lead impedance and high capture thresholds. Lead was explanted and replaced. The patient was doing well post-procedure.